Manufacturer narrative:
D4 expiration date was updated. The customer's qc was within range. A general reagent issue was excluded. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 25.63 miu/ml. On 02-jul-2024 the repeated result was 6192 miu/ml. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.